Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced drawer failure and required maintenance. The customer stated that the device had been removed and relocated resulting in a fifteen-minute delay to the start of procedures due to being unable to access medication within drawer. There was no reported patient or user harm. This event is recorded on complaint number (B)(4). A field service technician evaluated the device, reseated retractor band, and checked all cables for damage. Field service technician was unable to recreate issue and did not identify any faults with the drawer. Drawer tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system experienced drawer failure and required maintenance. The customer stated that the device had been removed and relocated resulting in a fifteen-minute delay to the start of procedures due to being unable to access medication within drawer. There was no reported patient or user harm.